Event description:
Patient has a hip replacement ((B)(6) 2008) with hipstar stem and trident tc cup and participates in the (B)(6). About 4 years after implant the patient complaint pain and instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding pain and stability involving a hipstar stem was reported. Stem loosening was confirmed and a revision of the stem occurred in (B)(6) 2012. This event relates to a hipstar stem loosening. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient has a hip replacement ((B)(6) 2008) with hipstar stem and trident tc cup and participates in the stryker initiated trident tc study. About 4 years after implant the patient complaint pain and instability.